Manufacturer narrative:
Concomitant medical products: product ID 3889, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient experienced pain in the vaginal area and leg. The caller stated that the patient also felt that their lead had moved. The patient was advised to decrease stimulation in an attempt to resolve the pain. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.